Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
By evaluating the received logs it was noticed that the date of event was at 2021-08-06. Therefore, it is fixed accordingly. It was reported that the ventilator failed pre-use check. The ventilator was investigated on site by our field service engineer (fse), the air gas module was replaced and returned for investigation. The provided device logs confirms the reported issue. Simulated test use of the air gas module in a ventilator confirmed the reported problem. Pre-use check test failed with gas supply, internal leakage, pressure transducer, safety valve, o2 cell/sensor and flow transducer tests. The failure was caused by a broken feather spring on the nozzle unit inside the air gas module. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded.

Event description:
Manufacturer ref. #: (B)(4).